Event description:
During advancement of the stent delivery system resistance was encountered between the stent system and guide catheter; therefore it was removed. While removing the stent system, the stent deployed outside the patient. The procedure was completed with another stent delivery system.

Event description:
During advancement of the stent delivery system resistance was encountered between the stent system and guide catheter; therefore, it was removed. While removing the stent system, the stent deployed outside the patient. The procedure was completed with another stent delivery system.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical analysis cannot be performed. As additional information indicated the anatomy to be tortuous, the cause for the reported premature deployment during use is believed to be operational context related to anatomical factors.

Manufacturer narrative:
Product disposed.